Event description:
It was reported to philips that the device failed the op check. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. Therapy connector j16 pins had lifted pins due to cold solder joint and/or physical stressing of the solder joints during the use of the device, leading to defib test failure during operational check. The available information is consistent with a malfunction of the processor pca. The cause was lifted pins due to cold solder joint and/or physical stressing of the solder joints.

Event description:
It was reported to philips that the device failed the op check. There was no reported patient involvement/adverse patient impact.